Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger cord was needed because the patient had to hold it in real tight to keep it in place as the connector pin was loose and bending. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the patient had poor communication with the patient programmer and was unable to communicate with the recharger and patient programmer. They had last felt stimulation over 9 months prior and had not successfully charged in over 9 months. They became aware they couldn't charge in (B)(6) 2018. They had not charged because they hadn't been concerned about the issue of the recharger not charging due to a loose desktop charger as they had turned stimulation off for unrelated medical tests and mris. The patient stated when they tried turning on stimulation between mris they would feel stimulation in their knees which was counter intuitive to what they had going on with an unrelated knee issues. They stated that because they had swelling and pain in their knees, that wasn't related to their therapy, they felt stimulation in their knees. The knee stimulation was uncomfortable and they turned the stimulation off as they had unrelated swelling in their knees. They further reported that the desktop charger cord wiggled and they had to hold it to get a charge. No further complications were reported or anticipated.